Event description:
It was reported that there was an intermittent sp02 function. There is no reading and it displays check sensor when cable at device connector strain relief is moved. There is no patient information available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.